Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the tandem usb cable intermittently charged the pump and had to be wiggled to charge at times. There was no impact to the customer's blood glucose level. The customer confirmed that the replacement cable resolved the issue.